Event description:
Reportedly, the bipolar instrument burned the pt (the handle portion not the tip) as the generator was turned on. It was reported that no one was activating the foot pedal. No return pad was on the pt. The surgical staff said the generator activated itself alone, that they heard a tone not like a coagulation cut or bipolar one, and they saw smoke coming from the bipolar instrument. The surgical staff replaced the cord and instrument and proceeded to do the case, using the same electrosurgical unit without further incident.